Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the waste vessels were missing the waste bucket and collecting on the bottom of the cta (closed tube aliquotter) in the unicel dxc 600i synchron access clinical system. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with troubleshooting and had the customer look under the cta at the vessel slide and waste bucket. The customer noted that slide was placed properly into the waste bucket opening but the cover for the slide was missing. A new cover was ordered for the customer.